Manufacturer narrative:
After complaint arrival, redax needed to better understand what happened, the situation and procedure followed in the hospital. For this reason our marketing area manager, went to visit the hospital in order to speak directly with the doctors and to have more details about the "surgical operation" used and following which the drainage broke. After this meeting, we understood the following: the doctors make a manual milking procedure twice every day; considering that the drainage can remain on the patient for 10 days, the may perform 20 milking procedures. The drainage is, for this reason, again and again stressed and strained (we have collected a video showing this procedure). The investigation is gone on verifying production documentation and complaint data base. The indicated lot is made up of (B)(4) units, sold during year 2015. We haven't received any further complaints relative to this problem, nor others. We haven't received any other complaint relative to near lots or lots produced more recently. Following we have checked the tensile strength at break test performed by quality control before lot release: the values are in compliance and higher then values required from en 1617 (20 n) and en 1618 standards. In detail, values recorded for eye-let section are the following: 73.2n, 89.9n, 92.9n, 79n, 88.8n, 89.5n, 89.9n. Values recorded in the change area of the profile (flat-round profile) are the following: 79.4n, 68.7n, 76.8n, 82.2n, 75.3n, 78.6n, 78.3n. Values recorded for the round section are the following: 74.5n, 66.9n, 76.8n, 74.5n, 74.9n, 78.6n, 78.3n. During our visit in the hospital, we have collected two units of the same lot and we have performed the same tensile strength test, but we didn't find any not compliant value, that are in line with the others found during production. We can conclude that the break of the drain was caused by the manual milking procedure, that could have damaged the drain surface. In fact, recorded tensile strength values are in compliance and in line with historical data. No deviation has been detected. No corrective/preventive actions on the product are required.

Event description:
During a surgical operation, the drain broke, causing a prolongation of the operation.